Event description:
A healthcare professional (hcp) reported that intra op during fess procedure, the tip of the device was wobbling back and forth. There was no patient impact. There was no intervention required and there was no delay during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: visually, under magnification, there were trace amounts of residue consistent with adhesive on the rotating hub. The outside diameter of the rotating hub should measure 0.340 +0.001/-0.002 inches and the high spots with adhesive measured up to 0.342 inches which was out of specification. Functionally, the inner and middle assemblies had some binding while rotating by hand. Although there was excess adhesive on the rotating hub, the blade was able to fit securely into a handpiece. However, while oscillating at 3000 rpm, there was excess vibration in the blade and within the handpiece and grinding noises occurred which would have resulted in the reported event. Within 30 seconds, the blade stopped functioning. Furthermore, the tip appeared to be loose while oscillating. In the returned condition, there was an out of specification condition that was related to the complaint. Previously mentioned codes b17, c20, d14 and g04041 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that intra op during fess procedure, the tip of the device was wobbling back and forth. There was no patient impact. There was no intervention required and there was no delay during the procedure.